Manufacturer narrative:
Correction : section d6a : the implant date should not have been included as this was an initial implant procedure.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. The implantable cardiac monitor (icm) displayed an error message during initial interrogation. The icm was removed and replaced. The patient had no adverse consequences.

Manufacturer narrative:
Reported event of data problem was confirmed. Interrogation of the device revealed battery voltage was above elective replacement indicator (eri) level with appropriate remaining longevity upon receipt. Analysis of device image indicated device was within normal range of operation. Further analysis performed found an incomplete implant transaction in the previous session, due to a firmware reset, observed in the middle of the implant transaction. The programmer software is designed to prevent any implant when it detects a configuration integrity failure for a device which is in shipped settings. This contributed to the reported error message noted in the field. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.